Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up on (B)(6) 2021. It was noted that the pacemaker could not communicate with two different programmers. The device was explanted and replaced. It was further noted that the device was able to download on (B)(6) 2021, and there were 3-5 years of battery remaining and all thresholds were in the normal range to allow optimal programming. Also, battery depletion was suspected since the magnet response was an hr of 86. The patient was stable.